Event description:
It was reported that on (B)(6) 2022 a second revision surgery was performed. . In the second revision surgery, the stem, head, liner, and bearing were replaced. The stem was replaced with a srom long.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.